Event description:
Edwards received notification from our affiliate in italy. As reported, during the procedure, resistance was perceived when the valve exited out of the esheath+. At the end of the procedure, upon removal of the esheath+, the distal part was observed to be lacerated. The procedure was completed successfully without clinical consequences for the patient. As per imagery evaluation, the esheath distal tip was radially torn with no apparent missing pieces.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.